Manufacturer narrative:
Olympus followed up with the user facility and was informed that the reported event occurred during a sinus surgery which entailed a bilateral left and right sinusotomy with tissue removal, maxillary antrostomy, total anterior and posterior ethmoidectomy plus turbinate reduction. There was no bleeding as a result of the issue with the device. The intended procedure was completed with a similar device. The device was not returned to olympus for evaluation. The root cause or the reported event cannot be determined. This type of blade damage is most likely related to the operator's technique. The instruction manual warns users: "do not activate the instrument while adjacent to or in contact with other metallic objects as unintended tissue injury may occur. Damage to the contacted object or device tip may occur. "

Event description:
Olympus received a voluntary medwatch (mw5064054) that indicates a small white piece of plastic broke off from the distal tip of the device and fell into the patient. The device fragment was retrieved. There was no patient injury reported.